Event description:
It was reported that during a treatment procedure, the console was making a loud noise and the fibers got burned/broken. The procedure was completed with the original device without patient complications.

Manufacturer narrative:
B5. Describe event or problem updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the console was making a loud noise, and the fiber broke. The procedure was completed with the original device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the console was making a loud noise, and after the fiber was connected and starting to work, the fiber broke down. The procedure was completed with the original device without patient complications.